Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction was reported. It was reported via trial that one xience v stent was placed in the 1st pdl during the index procedure. It is unk if any predilatation was performed prior to stenting. No procedural complications were reported. On (B) (6) 20009, the pt was reported to have expired while under hospice care. The cause of death is unk at this time. No add'l event or pt info is available.

Manufacturer narrative:
(B) (4).